Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Biosense field service engineers performed the relevant tests. The tests are passed. The system was found operational. The reported issue was not confirmed. An additional original external manufacturer (OEM) manufacturer action (DHR review or investigation) was performed. No anomalies were noted in manufacturing or service.

Event description:
It was initially reported that there was a pacing spike during rf ablation (in an avnrt procedure) on the carto 3 system. There was also unknown interference on the system during this time. The caller declined troubleshooting. The pacing spike might be a real stimulation. It appeared that the stimulus was delivered from the distal ablation catheter while ablating. The pacing spike only happened once and there was no patient consequence. The case was completed successfully. Upon follow up, bwi received the information on (B)(4), 2011 (it changed the alert date) which showed it appeared an unintended pacing captured beat during ablation from the ablation catheter, which could cause potential risk of inducing vf to the patient.